Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the applicator needle was sticking out of the applicator. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The applicator was returned for evaluation. A visual inspection of the applicator concluded that an investigation was unable to be completed due to only the sensor pod being returned. The reported event of the applicator needle was sticking out was not confirmed. A root cause could not be determined.